Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15594- device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that her infusion set had blockage. The infusion set was in use for five hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.